Event description:
It was reported that, during preparation, the fiber exhibited black spots. The procedure was completed with another of same device. There were no patient complications. Analysis of the returned fiber identified an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. The fiber was received in one piece with no visible anomalies. Distorted light was observed exiting the connector face, indicating a potential internal connector fracture. In addition, the connector exhibited heavy burn marks. Functional testing confirmed that the fiber had been used, and the aim beam appeared dim. The complaint regarding black spots on the fiber could not be confirmed. Due to the heavy burn marks on the connector face, black spots could not be observed; however, the returned fiber displayed burn marks on the connector face and distorted light exiting the connector. The observed condition of distorted light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement.